Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to dislodgement. Additional information from the field indicated that the lead dislodgement was confirmed by x-ray. The clinical observation noted were no capture as well as sensing. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.